Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4)

Event description:
01/26/2018 06:45:12 (B)(6). Npi- not working, giving error and failed inspection. 02/01/2018 09:47:50 (B)(6). Recalls required: syr 8110 split nut recall 2, recall completed. Repair: customer: "not working, givving error, failing inspection: erlog: 200.5040 (incompatible module software): examined site: found about 70- 30 mix of pcu's with v9.19.1.2 / 9.12.1 and syr's with 9.15.1.2 / 8.5.6; flashed this unit to v9.15.1.2. Please ensure syr unit is used with correct pcu. Front case: cracked: bel prs hsng, bot/ctr/edg; dents: lt/1, rt/1, bot/2: replaced front case. Keypad is incidental repair part. On disassembly, found top disc holder screw inserts corroded; replaced tdh. Rear case: cracks: bot/rt/fr/cnr, lt/fr/edg/multi, bot/rt/rr/cnr/2x, bot/rt/mid/scr, base/lt/fr/scr/3x; dents: bot/rt/rr/cnr, bot/rr/edg/2x: replaced rear case. Handle: cracks: lt&rt@case/cnr: replaced carry handle. Barrel clamp: cracked/corroded: replaced barrel clamp, seal, bushing. Tube drive twisted (left): replaced drive tube, sleeve, & seal. Gripper-retainer cracked (lt/fr/scr): replaced gripper retainer, flange gripper, and gasket. Iui's: corroded contacts. (Verdigris present): replaced both iui's. Split nuts worn/slipping: replaced both split nuts. Module latch actuator & leaf spring worn: replaced. Incidental repair parts: 2 feet, 2 labels, 1 mylar gasket, 1 sensor flag leaf spring, 1 keypad assy. Maintenance actions: updated software to v9.15.1.2. Calibration completed. P/m completed. Tamper seal: intact on arrival. 02/01/2018 12:42:56 (B)(6). (B)(4).